Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2015 with the following findings: there were drastic voltage fluctuations observed in the black box history. The pump¿s ¿sleep¿ current draw was found to be elevated. Unrelated to the original complaint, the display was found to be dim, faded, and discolored. A pump case crack was observed near the upper right corner of the display lens. The battery compartment was found to be cracked on the side at the case seal. There was no evidence of moisture observed in the battery compartment. The pump case was removed and moisture corrosion was observed in the pump case and on the cgm module. The cgm transceiver flex was disconnected and the pump was rebooted. The pump¿s ¿sleep¿ current draw returned to specification; high current draw confirmed due to corroded cgm module.